Event description:
Edwards received notification from a field clinical specialist that a patient underwent a high-risk implant of a 26mm sapien 3 ultra resilia valve in a non-edwards surgical valve. As reported, 22fr 65cm gore dry seal sheath was used in left common femoral artery (cfa). The anatomy was very tortous. There was a lot of tension during gross and fine adjust valve alignment. The balloon was unsuccessfully aligned with valve and there was concern for the balloons integrity. The 1st valve and commander were removed from the patient. Balloon damage noted after withdrawal. There was no withdrawal difficulty noted. It was visually noticeable on fluor the balloon/ balloon shaft had an ''accordion'' like appearance. Outside the body you could see some balloon material bunched up on skirt side of valve. The balloon was never inflated. It was unknown if for certain that there was damage on the 1st delivery system balloon. However, the same situation occurred with the second valve/delivery system, and the 2nd balloon did not inflate and blood was noted in the inflation device. It is therefore likely that the first balloon may have been damaged as well. A second valve prepped and advanced into descending aorta. The straightest portion as possible was used. Alignment was very difficult again with a lot of tension noted. Balloon markers were not completely aligned but the operator thought it was acceptable to proceed. Upon inflation, the balloon would not inflate and blood was pulled back into the inflation. It was concluded that the balloon was ruptured. The 2nd valve and 2nd commander were removed. There was no withdrawal difficulty noted. The sheath was upsized to a 24fr gore dry seal. The 3rd valve and 3rd commander were then inserted. Valve alignment and valve deployment were completed successfully. It was noted that valve alignment on 1st and 2nd attempt was performed inside the gore 22fr sheath. It was suspected that the 22fr did not have enough ID to accomplish this. On the third attempt with the 24fr gore sheath the valve was partially aligned inside the sheath. It was advanced outside and fine adjustment was performed successfully.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : discarded.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve difficulty and delivery system leakage were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaints of valve alignment difficulties, as reported, ''the anatomy was very tortuous. There was a lot of tension during gross and fine adjust valve alignment. The balloon was unsuccessfully aligned with valve and there was concern for the balloon's integrity.'' It was additionally reported, ''valve alignment on 1st and 2nd attempt was performed inside the gore 22fr sheath.'' It is likely that performing valve alignment within the gore sheath and inside the patient may have constrained the system, leading to high valve alignment forces and tension which can consequentially lead to the reported valve alignment difficulties. Available information suggests that user error (valve alignment inside the gore sheath in patient) may have contributed to the complaint event. For the complaint of delivery system leakage, as reported, ''the 1st valve and commander were removed from the patient. Balloon damage noted after withdrawal. There was no withdrawal difficulty noted. It was visually noticeable on fluoro the balloon/ balloon shaft had an 'accordion' like appearance. Outside the body you could see some balloon material bunched up on skirt side of valve.'' It was additionally reported that the ''2nd balloon did not inflate and blood was noted in the inflation device. It is therefore likely that the first balloon may have been damaged as well.'' The exact nature of the reported damage is unknown; however, it is possible that the higher-than-usual valve alignment forces may have potentially introduced tension to the system. It is possible that increased forces and tension could have then stretched/damaged the balloon shaft or weakened the balloon, causing the crimp balloon to tear or the valve to negatively interact with the balloon, resulting in the reported bunching of balloon material. However, without applicable procedural imagery or returned of the complaint device, a definitive root cause is unable to be determined. Available information suggests that procedural factors (high alignment forces) may have contributed to the complaint event . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14935.